Manufacturer narrative:
(B)(4): analysis of the stylet found the stylet wire was bent and found the lead had no anomaly.

Event description:
It was reported that the lead stylet was bent which caused the lead to not be straight right out of the box. The lead was bent. A new lead was opened and used without incident. The device was not implanted. No troubleshooting was required. The patient was alive with no injury. No patient symptoms were associated with this event. There was a short case delay while back up lead was retrieved.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.